Manufacturer narrative:
(B)(4). It was reported that during a left atrial flutter case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 500cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/23/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Evaluation, method: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for left atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, patient became hypotensive. A pericardiocentesis yielded 500cc fluid. Patient fully recovered. Factors that may have contributed to this adverse event include that patient was an elderly female with a medical history of atrial fibrillation with previous left atrial ablation. Physician assessed the cause of the adverse event as procedure-related. Transseptal puncture performed with a st. Jude medical brk needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator set on power control mode at 30 watts, temperature at 32 degrees celsius, and impedance of 130 ohms. Last ablation cycle time at the site of injury was 3 seconds. Irrigated catheter flow set at 17 ml/min. No error messages observed on biosense webster equipment during the procedure. Patient received anticoagulation (heparin) during the procedure with acts maintained between 250-300 seconds.